Event description:
The account alleged that the left brake caster was bent and was unable to set the brakes no injury reported.

Manufacturer narrative:
The technician found the brakes would set on all other brake casters and bed would appear to be set in full brake mode but the left brake caster would not hold. The left brake caster was replaced by the technician to resolve the issue.